Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be fluctuating, which caused the pump to shut off. Additionally, the pump was reportedly not charging when plugged into a power source using the tandem-provided usb cable and wall adapter, and the issue persisted despite switching to an alternate usb cable. The customer's blood glucose (bg) was 134 mg/dl. Reportedly, the charging issue resolved after the customer plugged the pump back into the power source using the tandem-provided usb cable again. The customer continued to use the pump for insulin therapy.